Event description:
Information received by medtronic indicated that the insulin pump had keypad defective. No harm requiring medical intervention was reported. The product was been returned for analysis.

Manufacturer narrative:
(B)(4). After battery installation, a recurring "insert battery" message would appear. Unable to confirm/not confirm a defective keypad, unable to perform the displacement test, and unable to upload insulin pump files due to the recurring error message. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After taking the boards out of the case and installing them into another known good case, the error message appeared again. After placing the original electrical board 2 onto a known good electrical board 1 and putting them back into the known good case, the error message reappeared. After placing a known good electrical board 2 onto the original electrical board 1 and putting them back into the known good case, the error message finally disappeared. In summary, the customer¿s report of a defective keypad was unable to be confirmed during testing. The battery failed error was isolated to electrical board 2. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.